Event description:
As reported by the (B)(4), serial # (B)(4), 1 item, reported (B)(4) 2013. Reports pump keeps alarming 2210, but it is a silent alarm so caused a delay in therapy. No pt injury. Reference MFR # 9610825-2013-00213.